Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions: juvéderm® ultra plus xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. Juvéderm® ultra plus xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. Juvéderm® ultra plus xc injectable gel is a clear, colorless gel without visible particulates. In the event that the content of a syringe shows signs of separation and/or appears cloudy, do not use the syringe; notify allergan product support at 1-877-345-5372. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. How supplied: juvéderm® ultra plus xc injectable gel is supplied in individual treatment syringes with 27-g needles for single-patient use and ready for injection (implantation). The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is opened or damaged.

Event description:
Health professional's practice manager reported that one syringe of juvéderm® ultra plus xc had ¿the side of the hub where the needle screws on broke off and the product started leaking out.¿ patient contact occurred. No injury occurred with the patient, staff, or injector. Packaged needle was used.

Manufacturer narrative:
Device analysis: "1.0 ml syringe with 0.4 ml of gel remaining in it received in an opened tray. A crack is observed at the 3 mm luer lock level, a plastic part is missing."

Event description:
Health professional's practice manager reported that one syringe of juvéderm® ultra plus xc had ¿the side of the hub where the needle screws on broke off and the product started leaking out.¿ patient contact occurred. No injury occurred with the patient, staff, or injector. Packaged needle was used.